Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree 8mm endoscope was analyzed and the complaint was not confirmed by failure analysis. Failure analysis investigation attached images indicating a detached endoscope base but was unable to confirm or replicate the issue more definitively. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: there is a potential risk of non-intuitive and/or uncontrolled motion if this failure mode goes undetected and the endoscope is used in a procedure. If the endoscope base detaches during use, the endoscope could move freely when the roll function is actuated since the base would no longer be secured to the housing. It appears that the retaining ring securing the base may be missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree 8mm endoscope's base fell off. The procedure was completed with no reported injury.